Manufacturer narrative:
Additional information was received on 02/18/2016. It was reported that vessel tortuosity may have contributed to the prowler select plus moving out of position. The enterprise was partially deployed from the microcatheter when the microcatheter moved out of position, and the stent could not be re-captured by advancing the microcatheter. They were eventually able to remove the enterprise from the microcatheter, and there were no visible damages to the enterprise or the microcatheter. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00016 and 1226348-2016-00023.

Manufacturer narrative:
Concomitant medical products: a prowler select plus ((B)(4)), axcelguide (medikit, 6fr), chikai (asahi intecc, 0.014), an excelsior sl-10(stryker), and an okay (goodman) were used for this procedure. (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00016 and 1226348-2016-00023.

Event description:
As reported by a healthcare professional, during stent-assisted coil embolization of an interior carotid-posterior communicating artery aneurysm, the distal end of the prowler select plus ((B)(4)) moved out of position, and there was resistance between the enterprise 2 ((B)(4)) and the prowler select plus during retrieval, requiring both devices to be removed. When the physician was deploying the enterprise 2, the distal end of the prowler select plus moved out of position. To re-position the prowler, the physician tried to recover the enterprise 2, but while withdrawing the delivery wire, it got stuck at about the middle of the prowler. Thus, the enterprise was withdrawn together with the prowler from the patient, and new devices (same product #, different lot #) were used instead. The procedure was successfully completed without further issues, and there were no patient injuries or complications. However, due to the event the procedure was delayed for 10 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The devices were discarded by the customer. No further information was available.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during stent-assisted coil embolization of an interior carotid-posterior communicating artery aneurysm, the distal end of the prowler select plus (606s255f/17232184) moved out of position, and there was resistance between the enterprise 2 (enc402300 /10495636) and the prowler select plus during retrieval, requiring both devices to be removed. It was reported that vessel tortuosity may have contributed to the prowler select plus moving out of position. When the physician was deploying the enterprise 2, the distal end of the prowler select plus moved out of position. To re-position the prowler, the physician tried to recover the enterprise 2, but while withdrawing the delivery wire, it got stuck at about the middle of the prowler. Thus, the enterprise was withdrawn together with the prowler from the patient, and new devices (same product #, different lot #) were used instead. The enterprise was partially deployed from the microcatheter when the microcatheter moved out of position, and the stent could not be re-captured by advancing the microcatheter. They were eventually able to remove the enterprise form the microcatheter, and there were no visible damages to the enterprise or the prowler select plus. The procedure was successfully completed without further issues, and there were no patient injuries or complications. However, due to the event the procedure was delayed for 10 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained at all times. No visible damages were noted on the products prior to the events. The devices were discarded by the customer. No further information was available. The device was not returned for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The prowler select plus movement from the inadequate support and the resistance between the microcatheter and the enterprise could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, vessel characteristics (vessel tortuosity) and procedural factors may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00016 and 1226348-2016-00023.